Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 8, 2019 that a genesys hta procerva procedure set was used in a hysteroscopy endometrial ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, during the procedure, the physician noted a fluid leak during ablation. Reportedly, no error code or message appeared on the console. The procedure was completed with another genesys hta procerva procedure set. There were no serious injury nor adverse patient effects reported as a result of this event.